Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08821. It was reported that when the patient presented in emergency room for diaphragmatic stimulation, lead dislodgement was observed on the left ventricular (lv) lead via chest x-ray. Programming change was made to turn off the lv lead. The lead was then explanted and replaced. No patient consequences were reported.